Event description:
As reported: "dislocating total hip. Converted to mdm construct".

Manufacturer narrative:
An event regarding dislocation involving a trident insert was reported. The event was confirmed through clinician review of the medical records provided. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: a review of the provided medical records by a clinical consultant indicated: this patient with obesity had a revision surgery performed for recurrent dislocation with exchange of the bearing to an mdm construct. The surgery was complicated by an early superficial wound infection requiring irrigation and debridement 10-days post surgery with all devices retained. -product history review: not performed as no lot information was provided. -complaint history review: not performed as no lot information was provided. Conclusion: a review of the provided medical records by a clinical consultant indicated: this patient with obesity had a revision surgery performed for recurrent dislocation with exchange of the bearing to an mdm construct. The surgery was complicated by an early superficial wound infection requiring irrigation and debridement 10-days post surgery with all devices retained. The exact cause of the event cannot be confirmed as insufficient information was provided. Further information such as product lot details and relevant x-ray information is required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As reported: "dislocating total hip. Converted to mdm construct".